Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis nurse reported to technical support that a peritoneal dialysis patient ((B)(6)) experienced alarms and a leaking cassette while using the liberty select cycler during drain 2 and after 120ml was drained. The patient encountered multiple patient line blocked alarms. The nurse was not able to bypass the alarm. It was indicated that after the patient disconnected a fluid leak was observed. It is unknown where the leak occurred. It is unknown if the patient completed treatment. Follow up with the peritoneal dialysis nurse indicated that the patient was in training and that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics.